Manufacturer narrative:
(B)(4). Two samples were received for evaluation. Visual inspection, and functionality evaluation was performed on the returned sample. Inflation and deflation tests found it to be functioning as per specifications, and without issues. The customer reported malfunction was not verified.

Event description:
It was reported that during pre-test of the endobronchial tube cuff, the nurse was unable to deflate the balloon. There was no patient involvement..

Manufacturer narrative:
(B)(4).